Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with entire restoration in hand. It was found that the screw (iunihg) fractured in tooth location #2. The doctor ordered screw removal tools to retrieve the fractured portion of the screw from the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium screws, it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. Device lot number not provided. The narrative was not included in the initial submission. The following section was corrected: the date was incorrectly reported as jul 26, 2018 in the initial submission. The date was jul 19, 2018.